Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one of the pins in the cable was bent. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the navigation device was not able to detect the connected microscope. There was no patient present when this issue was identified.